Event description:
Healthcare professional (hcp) reported patient was injected in the chin area with 1 ml of juviderm® volux¿. A month later, patient was injected again with 2 ml of juvederm® volux¿ in the chin area. Approximately after 7-10 days, patient experienced redness, thickening, and soreness in the center of the chin. 11 days later, an abscess erupted. The next day, patient went to see a cosmetologist for an exam and noted in the center, it was revealed an infiltrate with a diameter of 1.7 cm, dense, red, in the center of a hemorrhagic crust that is dense and red. The infiltrate was 3-4 cm below the injection site, a "stack" from the chin to the subchin area. Right in the center. The filler was injected not only in the center of the chin, but also at other points of the chin. In other places - without features. A cyto was sent to the duty maxillofacial surgeon, to the duty hospital. Patient was treated with antibiotics. The next day, bandage was performed by the surgeon where they open the capsule and cleaned it. Levofloxacin-vertex was prescribed for 5 days and continue with antibiotics. 9 days later, chin began to sip again and there was a thickening with a slight redness, discomfort and tightness. 11 days later, hcp performed opening, drainage of a purulent focus under local anesthesia due to suppurated atheroma of the chin area. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00524 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection of juviderm® volux¿.

Manufacturer narrative:
Clarification: patient was born in 1959. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information reported patient also had covid-19 infection, deemed not related to the device and stayed in the hospital where they were treated with antibiotic. Patient experienced aseptic inflammation nodules migrates within the submental region. After the use of dexamethasone, there is a slight improvement in the situation. Patient stopped taking antibiotics. Symptom has not been resolved.